Event description:
Device diagnostic testing (system diagnostic) performed at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery and of life as a likely cause of the high lead impedance test result. It was reported that over the last three months, the pt had not felt device stimulation and had experienced an increase in seizure activity. The pt had not experienced any recent injury or trauma that may have damaged the vns therapy system. Review of x-rays by MFR did not reveal any obvious anomalies that would adversely affect device performance. The lead connector pin appeared to be fully inserted into the generator, and placement of the generator appeared to be normal. Strain relief appeared to be normal and thee tie-downs were observed. No lead breaks or sharp angles were observed. Lead wires appeared to be intact at the connector pins and the filter feedthroughs appeared to be intact. The pt has been referred for surgical consult. Revision surgery is likely. Lead break is suspected. No serious injury was reported in conjunction with the high lead impedance condition.